Event description:
A surgeon reported that four days following a glaucoma filtration shunt implantation, a patient experienced a choroidal detachments. The surgeon reported that the symptoms are improving and the shunt remains implanted. The surgeon also reported the causal relationship between the choroidal detachment and the glaucoma filtration shunt was unlikely. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: in a follow up, the surgeon reported that 18 months after the initial shunt implantation, the patient's intraocular pressure (iop) increased. Three glaucoma eye drop medications were prescribed. After that, the patient had a cerebral infarction and didn't follow up with the eye surgeon for six months. At that point, the top had increased to an even higher level. The surgeon changed two of the eye drops to two different glaucoma medications. The patient was taken back to surgery two weeks later for a bleb revision, where the surgeon confirmed that the tenon's tissue had formed adhesions.

Manufacturer narrative:
Evaluation summary: no data regarding product identify was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4). This report was mailed to FDA on: 06/13/2014. The manufacturer internal reference number is: (B)(4).